Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure towards the end, vasoview hemopro 2 had wires sticking out of the jaws. Nothing fell inside the patient. A new device was opened to finish the procedure. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/15/2024. An investigation was conducted on 04/19/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred material were observed on the device. The cannula and c-ring were observed to be intact with no visual defects. A microscopic inspection was conducted. The clear silicone insulation of the hot jaw was observed to be intact with no visual defects. The insulation at the tip of the hot jaw was observed to be peeled away from the base of the jaw, exposing the metal jaw. A portion of the silicone was detached and not returned for evaluation. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip of the jaw. Based on the returned condition of the device and investigation results, the reported failure "material twisted/bent; wire", as well as the analyzed failure "peeled; jaw/delaminated" was confirmed. The lot # 3000371798 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.